Manufacturer narrative:
The insulin pump passed the displacement test, self-test, rewind, basic occlusion test and prime test. The insulin pump was received stuck in motor error loop during bolus/basal delivery. No alarms noted during testing. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to confirm alarm in alarm history screen due to over written history file. The insulin pump was unable to perform excessive no delivery test and occlusion test due to motor error alarms. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads, cracked belt clip slot and cracked case at reservoir tube window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer does not recall any significant events leading to the error. Customer's blood glucose was 200 mg/dl at the time of incident. Troubleshooting found that insulin pump could not be rewound and failed the displacement test. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.